Manufacturer narrative:
The investigation was performed in detail with the available log files. According to the log entries the issue was caused by the table side control. Per specifications, the software safety control stops all movements, if unintended movement is >10°. The spare part consumption of the concerned part (material number 10408854) was checked and showed low values that are below the defined threshold. According to the information from siemens service organization, the problem was resolved at the customer site by replacing the table side control.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
A siemens engineer reported unintended system movement of the axiom luminos drf. The unit started tilting during a lumbar puncture procedure. There are no injuries attributed to this event.